Manufacturer narrative:
We receive one bipolar pacing catheter with a monoject limited volume syringe for examination. The reported event of "pacing catheter did not work" was confirmed. A visual examination was performed and the catheter body was found to be in good condition. There were no kinks or indentations observed. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed a full open condition of the distal electrode. The proximal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken at the distal electrode. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the pacing catheter would pace intermittently during use. A temporary pacing wire was used, but the pacing issue was not resolved. Another catheter was used and worked successfully.